Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation. Valve leak and/or damage: observed, 1 opening side assessed, as unidentified (tear) opening (shell thickness within specification). Other-technical: brown particles observed, in the valve. Additional observations: creases were observed, wear abrasion observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional, later reported, valve leak and/or damage.